Manufacturer narrative:
B1/b2 required intervention was removed as it was reported incorrectly on the initial report that was submitted. E1 zip code extension was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old female patient treated with impella cp for a high-risk percutaneous intervention. The patient had a known history of coronary artery disease and dialysis. Patient on intra-aortic balloon pump (iabp) support previously and when switched to impella support a placement signal drift was noted. In addition, a central line complication caused bleeding and as the patient was a jehovah's witness and refused blood transfusion. Bleeding was coded as well due to systemic anticoagulation used with impella therapy. Patient expired on support. Death was conservatively coded as most likely due to underlying disease as well as complications with central line and not device-related.

Manufacturer narrative:
This report is being submitted to correct (b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d1 and d4. Upon review, the brand name and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.